Event description:
During follow up with a home pt's nurse regarding an unrelated event, baxter's product surveillance department was notified that the home pt had recently experienced a peritonitis episode. Per the home pt's nurse. The home pt had diarraea. The home pt was treated with vancomycin and gentamicin and has been "fine since". The nurse was unwilling to provide further information regarding the episode, as she suspects that the infection was "gi related" due to the culture results.